Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that foreign material was found in the nozzle but the foreign material could not be identifed. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found cuts observed in the forceps wire due to external factors. The bending angle found insufficient due to the elongation of the angle wire. The play of the angle knob found to be out of the normal state due to the elongation of the angle wire. In addition, deformation of the air/water nozzle due to an external factor (crushed of the tip) was noted. Foreign object inside the nozzle was observed. Furthermore, the following findings during inspection were noted on the device: scratches on the tip cover due to external factors are recognized. Scratches on the insertion tube due to external factors observed wrinkles in the insertion tube due to external factors observed. The curved rubber adhesive part found missing. Cracks in the illumination lens observed. Scratches found on the operation part due to external factors. Discoloration of the operation part noted. Scratches found on the switch box due to external factors. Scratches on the operation unit cover due to external factors observed. There are scratches on the up/down (u/d) knob due to external factors there are scratches on the ud angle fixing lever due to external factors. Scratches found on the right/left (r/l) knob due to external factors. Scratches found on the grip due to external factors. Scratches found on the universal cord due to external factors the universal code noted collapsed due to external factors. Scratches found on the operation part side cover of the universal cord part due to external factors. Scratches are found on the scope connector side of the universal cord due to external factors. Scratches on the rl angle fixing knob due to external factors noted. Peeling of paint found on the suction cylinder. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
An issue of "the wire does not come off (treatment instrument wire)" was reported. The issue found during an unknown event. No patient harm, no user injury reported. Device evaluation (during repair estimation), service repair found foreign object inside the nozzle. This report is being submitted for foreign object found inside the channel (insufficient cleaning (handling problems). There is no patient infection associated on this reported event. No adverse event reported.